Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector did not have a clamp. Verbatim: nexiva did not have a clamp.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector did not have a clamp. Verbatim: nexiva did not have a clamp.

Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.